Event description:
The customer reported receiving lost sensor alarms from the insulin pump. The customer completed troubleshooting and it was discovered that the sensor was expired. The customer also reported having blood glucose values in the 400s mg/dl, and that he used manual injections treat. The customer declined troubleshooting for the high blood glucose.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.